Manufacturer narrative:
(B)(4). The complaint sample was not available and the lot number of product involved was unknown. Therefore a search of the system of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the system no product was available of the lots delivered to the patient at distribution centers to be analyzed. The entire lots have been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
Review of a peritoneal dialysis (pd) patient's medical records determined that the patient had an episode of peritonitis in (B)(6) 2015. Follow-up with the patient's pd nurse determined that the patient was admitted to the hospital for peritonitis. The patient was admitted (B)(6) 2015. The patient was diagnosed with c. Difficile diarrhea. The patient was treated with vancomycin and fortez.

Manufacturer narrative:
Clinical review revealed there was no documentation in the medical record that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique. The most frequent cause of peritonitis is breach in aseptic technique during connection and disconnection.

Event description:
During follow-up with the patient's nurse she reported the patient was very sick around that time and is very careful about his technique so she could not confirm technique failure.